Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was skin erosion, not erosion of the lead. The scab was not caused by the device. It was unknown if the infection was confirmed as the hcp hadn't responded/confirmed.

Event description:
It was reported that the surgeon's plan was to evaluate the patient to determine whether or not to replace both extensions as it had been reported earlier this day ((B)(6) 2021) that patient had a possible erosion of lead-extension. But after careful examination by the surgeon on the morning of (B)(6) 2021, the surgeon observed pus-like fluid oozing from the possible infection site on patient's left side. It was reported that the patient had a small scab that she had been picking at for some time which may have gotten infected. So to be on the safe side, the surgeon decided to explant everything, put the patient on a 2-week round of antibiotics and then re-implant in 6 weeks. The issue has been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2021; product type: extension. Product ID: 3387s-40; lot#: v681753; implanted: (B)(6) 2011; explanted: (B)(6) 2021; product type: lead. Product ID: 3387s-40; lot#: v681753; implanted: (B)(6) 2011; explanted: (B)(6) 2021; product type: lead. Product ID: 37085-40; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2021; product type: extension. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.